Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was noted after the index procedure. Approximately nine years and three months later, a failure of the valve was noted. The primary mode of valve failure was structural valve dysfunction (svd), severe hemodynamic valve deterioration (hvd) with predominant severe central aortic regurgitation (ar). A valve-in-valve procedure was performed the following day. A 23 mm transcatheter aortic valve (tav) was successfully implanted with no post-implant gradient and no residual pvl. The post-procedural aortic valve peak blood flow velocity was reported as 1.4 meters per second (m/s).